Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and evidence of blower foam degradation in the blower box and blower was observed during device evaluation.